Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D02- intuitive surgical, inc. (Isi) received the mcs tip cover accessory associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint "little piece of silicone fell into patient". Failure analysis found the primary failure of tears/torn to be related to the customer reported complaint. The mcs tip cover accessory was found to have tearing at the mouth and on the distal end. Tears at the mouth were axially aligned with the mcs tip cover accessory and measured from 0.025¿ to 0.104¿ in length. The torn piece at the distal end measuring 0.211" x 0.182" in size was not returned. There were signs of thermal damage present at the end of any tears. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses. The root cause of tears/torn mcs tip cover accessory was attributed to a component failure. In addition, the distal end of the monopolar curved scissors tip cover exhibited localized melting, which is indicative of arcing. The root cause of thermal damage to mcs tip cover-accessory is typically attributed to mishandling and misuse. An instrument log review was not performed since there is insufficient or unconfirmed product/event information. As of 21-jun-2021, a review of the site's complaint history does not reveal any related complaints involving this product and/or this event. No image or procedure video was provided for review. Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: fragments from the mcs tip cover accessory allegedly fell inside the patient. All fragments were retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a little piece of the silicon from the monopolar curved scissors (mcs) tip cover accessory fell inside the patient. The piece was retrieved within the same procedure. The procedure was completed with no reported injury.